Manufacturer narrative:
Device manufacture date: battery charger - 10/2005. Battery pack - 06/2006. Battery pack - 08/2004. Electrode belt - 05/2006. Monitor - 01/2003. Battery pack - 06/2006. Device evaluation summary: device evaluations of battery charger, battery packs, electrode belt, monitor, and battery pack have been completed. The reported problem was confirmed. Battery packs were tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The batteries were repaired, retested and restocked. Battery pack was found to have an older version of programming. It was reprogrammed, retested and restocked. Monitor, electrode belt, and battery charger were found to operate normally. They were restocked. Modem was not returned to lifecor. No adverse event resulted from the faulty battery packs. The patient received replacement battery packs, battery charger, monitor, modem, and electrode belt.

Event description:
A male patient contacted lifecor customer support to report that one of his battery packs gave him a "?" When placed inside the monitor. This battery pack also shows a fully charged led with the "battery pack fault" led when placed on the battery charger. When the second battery pack would not power up the monitor at all. When it was placed on the charger only a "battery pack fault" light illuminated. Support replaced monitor, battery packs, battery charger and modem. Support checked a recent patient download and saw no discrepancies with either battery pack.